Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/19/2016, the reporter contacted animas alleging on (B)(6) 2016, the patient experienced a blood glucose (bg) measurement of 625 mg/dl during a blood test. The health care provider reportedly sent the patient to the emergency room for intravenous (IV) insulin and IV antibiotics to be treated for possible cellulitis infection. Customer technical support (cts) reportedly troubleshooted the pump and determined the patient did not set the appropriate basal and temp settings into the loaner pump. The patient reportedly was advised to come off the loaner pump and to use an alternate form of treatment until the health care provider can verify the correct pump settings. This complaint is being reported because the patient experienced hyperglycemia due to user error as the patient was not programming the settings on the pump correctly. The patient reportedly was also being treated for an illness unrelated to diabetes which may have been a contributing factor to the reported adverse event.